Event description:
It was reported there was a reduction in power mid procedure with no error codes and no response to increase settings. Change in activation tone noted. Cycling corrected the problem. There were no pt consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. The pulsar generator was not yet returned for eval. Review of the lot history record revealed no anomalies.